Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer therefore cause of event cannot be detrmined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on an unknown date, the patient underwent lumbar stabilisation at l4-s1 due to severe back pain. Post-op, the pedicle screw broke insitu after an year of being implanted. Patient reported no symptoms or complaints but when he came for the review the x-ray showed broken screw. No treatment or additional surgery was performed as a result of this event. Reportedly, the patient achieved solid fusion. Patient's current status was reported to be good.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.